Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported while the monitor was offline, the nicu patient desaturated with no red alarm being generated. The monitor was offline for an unknown reason, displaying an inop of no data monitor at the central station. The nurse was unaware that the critical nicu patient had desaturated, for which unknown medical intervention was performed, and an unknown outcome. The patient was moved to a different room with a different monitor. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A good faith effort attempt conducted confirmed the parents of the patient notified the nurse which responded promptly to treat the patient; however, it was also indicated there was no adverse event to the patient from the 'late acting of the nurse', which still implies a delay of care. Biomedical engineering conducted an internal investigation, revealing there were two monitors in the patient room, but the monitor connected to the patient had been plugged into the incorrect network port. The nurse noted the monitor was not connected to the central station and switched the monitor to the correct network port; however, during this time (approximately 10 minutes to troubleshoot) is when the desaturation occurred. The following functional tests were performed: a philips field service engineer (fse) was dispatched. The fse confirmed the investigation of the customer biomed. Only 1 patient (baby) was monitored in that room. This specific room has 2 beds with bedlabel ¿715-1¿ and ¿715-2¿. In this department ¿neokind¿ the picix is configured with lldp location mapping. The ¿mcouv8¿ monitor mx550 monitor was placed in a wrong networkport but gave the right bedlabel ¿715-1¿. The monitor was connected with the wrong switch fd-25-a-0 on port 2/1/41. The right connection should be switch alk-tmet-couv with portnumber 1/1/8 the nurse saw an disconnect with the central station on the monitor and managed to switch over with the network cable to bedlabel ¿715-2¿ in the same room. The reported problem occurred on (B)(6) 2025 between 14:07 and 14:17. In these 10 minutes it took some time for the nurse to react and deal with the baby. After the initial response the fse can conclude that the nurse saw the disconnect with the central station and acted to reseat the network cable to the other networkport which gave bedlabel ¿715-2¿ from the central station. This was conscious action of the nurse to get a connection with the central station. The mx550 did alarm in the room and the parents notified the nurse. The monitor was not tested by the fse as the monitor acts and performed well on functional tests and safety test or calibration test are not relevant for this issue. The fse tested the related network connections of the used network ports. The two network cables were tested between the room and switch. No network issues found between the connection mx monitor and used switches. Network cables are afterwards measured by a external party and confirmed that they were fine and in working order. The biomed had already years before stickered the right network connections in the rooms for clarification which port to use when monitoring a patient. After this event the biomed has also stickered the wrong network ports with ¿do not use this connection for monitoring¿ for additional instructions to the users. The fse checked the picix logs to confirm the logging to the wrong port. What caused the wrong logging is unknown. As the logging of the wrong switch could only give the last connect / disconnect and not why it was disconnected. To prevent further issues like this the fse configured a ¿no data for monitor¿ message after this incident as an audible and visible message in our picix c.03.10 environment as a hard inop message. And in collaboration with the customer even configured as a red alarm on the mobile alarm system of the hospital to cover and inform the user for potential next events. Based on the information available and the testing conducted, the cause of the reported problem was the logging of the wrong network port of the wrong switch which then was disconnected. What caused the wrong logging is unknown. As the logging of the wrong switch could only give the last connect / disconnect and not why it was disconnected. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time.